Manufacturer narrative:
The device has yet to be returned to the manufacturer for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.